Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle through the cap. There was no report of patient impact. The following information was provided by the initial reporter: info from investigation: the cover was also identified to have been pierced and has multiple scratches.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo and one sample were received by our quality team for evaluation. Upon inspection, it was identified that the needle has been bent approximately ninety degrees. The cover was also identified to have been pierced and has multiple scratches. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Due to the force required to pierce the needle cover wall it is unlikely that the defect was caused in the clinical environment. The scratches are most likely from the customer removing the cover and placing it back as observed from the customer photo to the received condition. Bent needle can be caused during the process of inserting the grip assembly into the cover. Due to alignment of the station or the grip assembly being picked up at an angle, the needle can get caught up on the inside wall of the needle cover causing it to bend or form a hook. Inspection for bent needle is performed for all lines using a 100% vision system. This vision system rejects units with a hooked needle. Improper setup of the vision system or a problem with the light intensity for the cameras is indicated to be a possible reason for this defect to slip through the established quality controls. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.